Event description:
Caller reported that tandem mobi pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Customer attempted various solutions including using a different charging cable, but the issue persisted. Technical support arranged for replacement of the tandem mobi wall adapter, charging cable, and charging pad with two-day shipping. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.